Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04303. It was reported one of the pt's peripheral leads (off-label use) had migrated. X-rays had been taken which revealed the issue. It was reported, the physician planned surgical intervention to address the migration at a future date.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.